Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate due to noise while sleeping. Technical services (ts) was consulted, discussed undulating artifact and noted possible causes. Ts noted appropriate impedance measurements and discussed troubleshooting options. Noise was able to be reproduce in the primary and alternate sensing vector, while the secondary sensing vector was clean. Ts noted that it was like proximal electrode cable noise. Ts recommended reprogramming to the secondary sensing vector. This s-ICD system remains in service. No additional adverse patient effects were reported.